Event description:
Per the clinic, the patient developed a postoperative surgical site infection at the implant site (date not reported). Subsequently, the patient underwent skin revision surgery consisting of wound debridement and washout on (B)(6) 2024. Following the procedure, oral antibiotics were prescribed (specific date and duration not reported). Despite treatment, the patient experienced delayed wound healing including minimal drainage and focal dehiscence at the incision site (date not reported). The patient continued to exhibit chronic inflammation at the implant site. Beginning in (B)(6) 2025, recurrent drainage from the implant site was reported. In (B)(6) 2026, the patient developed an acute episode of significant fluid discharge accompanied by bleeding. Subsequent clinical evaluation confirmed wound dehiscence with purulent drainage which leads to extrusion of the receiver/stimulator (date not reported). The patient was prescribed again with course of oral antibiotics (specific date and duration not reported). However the issue did not resolve. The device was explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.